Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
(B)(4) / front caster forks have bent. User claims not to have misused the chair and user weight is approximately (B)(6).